Manufacturer narrative:
Photographs and the smart card data were returned for evaluation. The smart card data shows that prime was completed and blood collection began in single needle mode. The treatment proceeded until an alarm #18: system pressure alarm occurred during the purging air phase of the procedure with 155 ml whole blood processed. An alarm #7: blood leak? (Centrifuge chamber) occurred after 188 ml of whole blood had been processed. The customer provided photographs verify the drive tube break as blood splatter is seen on the centrifuge chamber walls and the drive tube is broken halfway down the length of the drive tube. Examination of the photographs show the upper drive tube bearing stop is worn, and the upper bearing retainer is open with the bearing not installed into its retainer. The open drive tube retainer and worn drive tube bearing stop indicates the upper drive tube bearing was not secured in its retainer clip. A material trace of the drive tubes used to manufacture lot j353 did not find any non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The root cause of the drive tube break was most likely due to the drive tube bearing not being secured into the retainer clip during installation by the end user. No manufacturing related defects were identified during this investigation. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j353 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j353 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #18: system pressure. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #18: system pressure alarm and upon resuming the treatment the drive tube broke. The drive tube break occurred at 75 ml of whole blood processed. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and returned photographs and the smart card data for investigation.